Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that for the last week to 10 days, he had noticed that the strength of the ¿battery¿ had not lasted as long. The patient reported that his ins charge used to last him 2.5-3 days but now it was only 1.5-2 days. The patient reported that he charged his ins at night to 100%, turned stimulation down to zero and off, instead of leaving it at ¿2 or 3¿ and turning stimulation off and in the morning, he noticed the ins battery had discharged overnight. It went from 100% to 60%. The patient had not had any recent reprogramming. No further complications were reported.